Manufacturer narrative:
Corrected data: 1077283. The lot number was inadvertently reported incorrectly in the initial MDR.

Event description:
The programming handheld device was received on 07/10/2015. The device was reported to not turn on. Analysis is underway but has not been completed.

Event description:
Analysis of the handheld identified that the main battery was unable to hold a charge and power the handheld. The handheld was able to power on and off during testing with no observed anomalies once the main battery was replaced with a known good battery. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis.

Event description:
It was reported that the physician&#39;s hhd was not holding charge. The hhd is expected to be returned for product analysis but has not been received to date.